Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Data was evaluated and the allegation undetermined. The probable cause could not be determined. However, it was determined that early sensor expiration was found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.